Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type ii. It was reported that the patient will be getting a different nerve stimulator as they ¿had it with this medtronic¿. The event date was unknown. It was unknown if any troubleshooting/diagnostics/actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.